Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause for the irregularity found in the sterile packaging could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use grasping forceps fg-253sx had an out of box failure with a faulty packaging having a tear, compromising the sterility of the package. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that there was a tear in the package, but the device was fully functional. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.